Event description:
Additional information received indicates that the patient's ipg site was revised on (B)(6) 2021. Revision resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient had recent lost weight resulting in the ipg becoming more visible and protruding. The patient began experiencing pain at the ipg site while sitting and slight bruising in the surrounding area. As result, the patient may under go surgical intervention on a later date.